Manufacturer narrative:
Additional information: d4 and h4 not available as serial number of device is unknown. Upon investigation of the actual device used in this incident, it was determined that the cubie pocket was ejected instead of opening lid to issue item. A technical support specialist connected to machine, opened cubie drawer 12 through cubie admin and pocket was not there. Opened drawer 11 was able to pop the cubie in, and cycle counted it successfully. Re-assign the item from drawer 12 to clear it from this location to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower aux cubie pocket ejects the item instead of opening the lid to issue it. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.